Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, cause not determined could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: ¿the case where we had a near miss was on (B)(6) 2017. It was a laparoscopic subtotal colectomy on a (B)(6) girl. The clip applier jammed closed on the right colic vein approx 5-7 mm from the smv ( superior mesenteric vein). It would not release and trying to pull it back risked a major bleed by tearing the smv. We had to dissect out the junction of the right colic v and smv, open another clipper and place a new clip right on the smv. I then dissected out the tributaries upstream from the jammed clip applier and clipped them with the second clip applier. This allowed me to cut the vein on each side of the clip applier and therefore resect the vein that was jammed in the clip applier. Only after dividing the vein on each side of the device could it be removed from the patient. Had this not worked I would have had to open her to resect/ reconstruct the smv. It added approx 30 mins.¿

Event description:
It was reported that during an unknown procedure, the jaws would not open; the instrument had to be excised from patient with scissors. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.